Event description:
On 5/16/95 pt underwent turp with vaporization of prostate for obstructive voiding symptoms. A vaportrobe loop and resectoscope loop were used during procedure. 5/22/95: follow-up visit status post turp, some urinary retention noted. 6/8/95: post-op follow-up. Pt c/o persistant frequency and noturia. Pt reassured that it was still early post-op days. Appointment made to return in two months. 8/14/95: follow-up status post turp. Pt c/o urgency with some irritation of his meatus. 9/11/95: office visit, pt c/o irritative voiding symptoms and passive incontinence. Pt scheduled for cystocopy and referral to incontinence ctr. 10/26/95: pt referred to hosp incontinence ctr.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.